Event description:
In (B)(6) 2018, I had the sprint quattro implanted and in (B)(6) 2018 my device failed giving me thirteen shocks and burning sensation to my skin. My dr turned my device off. I had it explanted (B)(6) 2019 and the lead of my device was unable to be removed and I will need add'l surgeries. "I'm scared to have add'l open heart surgeries." "I can't seem to find any help or legal advice." "I'm trying to go on with my life but, it's not easy when anticipating add'l surgeries."

Event description:
Add'l info received from reporter on 08/09/2019, for report mw5087706: reporter is concerned that the hosp has disposed of her device prior to an investigation on behalf of the MFR. She stated that she asked the facility to hold on to her device, so that an investigation could be done. She is very alarmed that something like this could occur. She has also update the spelling of her last name, the city and added her email address.